Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had power-up test fails code #6 error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : h6 ( medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The malfunction was verified, and it was found out that unit posted error code 64 in logs. To solve the issue, fse re-calibrated touch screen per service manual. The repair was completed successfully. Product passed all functional and safety tests per manufacturer's specifications, returned to customer.

Event description:
N/a